Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. During troubleshooting with tandem customer technical support (cts), the malfunction alarm was cleared and insulin delivery was able to be resumed. The day following the initial report a malfunction alarm occurred again. The customer did not contact cts following the second malfunction. The customer's blood glucose (bg) level was impacted (400 mg/dl). A bolus via the pump was administered to address bg level. Subsequently, the customer went to the emergency room (ER) but did not received treatment. The customer declined treatment, as they were able to clear the malfunction on their own, complete a load sequence, and resumed insulin from the pump. The customer's bg level was 208 (mg/dl)when leaving the ER. Another malfunction alarm occurred on (B)(6) 2017. The customer reported bg level rose to 291 (mg/dl). A bolus via the pump was delivered. Reportedly the customer has manual injections as alternate insulin therapy.